Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen longer than 48 hours, the site was infected with an abscess full of puss. The patient felt sick, cold and blood glucose (bg) levels were over 20 mmol/l (>360 mg/dl). Patient was taken to the hospital where was admitted for 5 days, placed on an intravenous (IV) drip of glucose, morphine, had an operation on the pod site to drain the abscess and was given oral liquid antibiotics (co-enoxiclav) to be taken 10 mm 3 times a day.